Manufacturer narrative:
Reporting institution name: (B)(6) hospital.

Event description:
This report is based on information provided by a philips field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart xl defibrillator, indicating that the battery cannot be charged. There was no reported patient involvement. The fse evaluated the device onsite and determined that this was a malfunction of the battery. The fse reseated the battery, allowing the battery to charge, and the device was returned to full functionality. The device remains at the customer site, and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the reported issue was caused by the battery's connection. The root cause could not be determined. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The fse reseated the battery to resolve the issue and the device was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.